Event description:
The account alleges that the siderails will not latch.

Manufacturer narrative:
The technician installed siderail inline spring kits, which resolved the issue. The device operates normally. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.